Event description:
Additional information from the rep indicated that the cause of the issue was unknown. The issue has not been resolved. The patient will see the hcp per request of the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they were supposed to get a callback from medtronic to see if they were able to find a sequence for their stimulator so they didn't get jolts going up to their head. Patient said they met with rep on (B)(6) at pain management and rep said they would look into it and give the patient a call, but patient hadn't heard back yet. Agent asked event date of when they noticed the jolts going to their head and patient said the stimulator was put in (B)(6) 2020 and the doctor that put it in went back to his country and the clinic shut down and switched hands, so patient just finally got it looked at recently for the first time since 2020 so they weren't sure when the issue started. Patient then said they did not realize that the stimulation was making their headaches worse and also making spasms in their upper back until they turned stim off and the headaches and spasms went away. Patient said that was 8 weeks ago now and they just were seen for the first time since the device was put in 6 weeks ago. Patient also said without the stimulator, their lower back was at a 50 in pain and the implant was just a band aid on 3 different parts of their back to take care of the pain so they were at full pain now. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.